Event description:
The customer observed falsely decreased sodium results which questioned by the physician on architect c4000 processing module on for multiple patients. The one result example provided were: initial= 116 mmol/l /redrawn and repeated twice due to physician questioned the results = 139 and 133 mmol/l. Laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) observed that the high concentration waste port was clogged causing leaks. The fitting, exterior drain lcw (rohs) _part number 7-202656-01 was cleaned/unobstructed), which resolved the issue. A review of the architect c4000 processing module, serial number (B)(6) module service history revealed no additional issues of low sodium patient results reported. A review of tracking and trending of the architect c4000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual provides adequate labeling with regards to maintenance, troubleshooting of the fitting, exterior drain lcw (rohs), including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. The architect service and support manual contained adequate information for the troubleshooting of fitting, exterior drain lcw (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number (B)(6), or the fitting, exterior drain lcw (rohs).

Manufacturer narrative:
This follow up submission send to update section d4: device mfg date: to 3/3/2019 from blank.

Event description:
The customer observed falsely decreased sodium results which questioned by the physician on architect c4000 processing module on for multiple patients. The one result example provided were: initial= 116 mmol/l /redrawn and repeated twice due to physician questioned the results = 139 and 133 mmol/l laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results which questioned by the physician on architect c4000 processing module on for multiple patients. The one result example provided were: initial= 116 mmol/l /redrawn and repeated twice due to physician questioned the results = 139 and 133 mmol/l. Laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.